Manufacturer narrative:
(B)(4). The 5.5 ti cortical fix 7x55mm polyaxial screw (product code: 1867-31-755, lot number: tbboe) was returned to the complaints handling unit (chu) on september 22nd, 2016. The screw was not broken, but had become disassembled into its tulip head and screw shank. The saddle and flex ball remained in the tulip head. The screw head¿s drive feature shows some signs of use. In addition, the flex ball is slightly bent. These are superficial, but indicative of forces placed on the screw during use. Exerting a significant amount of force on the tulip head and saddle, potentially at a significant enough angle, may be sufficient to dislodge the saddle and other parts of the screw from one another, forcing the screw head through the bottom of the tulip head as a result. Notably, there are stress marks in the screw head¿s drive feature and the flex ball is bent. As a result, it is believed that an unexpectedly high amount of force was placed on the screw head and tulip head during tightening, resulting in the screw shank being dislodged from its intended location and forced through the base of the tulip head. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the screw falling apart cannot be determined from the sample and the information provided. A potential root cause may be excessive force inadvertently placed on the tulip head and drive feature during use, resulting in the screw disassembling during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Using the viper 2 system with towers, standard drivers, t-handles, cortical fix 7.0 x 55 screws and tapping to size at 7mm. During the insertion of right sided l4 pedicle screw, the tulip came completely detached (broken off) from the screw shank. Approximately 27.5mm into bone is when the tulip and shank separated, leaving the shank partially lodged into the pedicle while the tulip was still attached to the tower and screwdriver.